Event description:
It was reported that the touchscreen display is distorted. Reportedly, only the left portion of the screen is visible. There was no impact to customers' blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received, a supplemental form will be completed.